Event description:
It was reported that patient presented in ER after receiving inappropriate atp and high voltage therapy. The device recorded episodes for sinus tachycardia. Device will be reprogrammed and remain implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).